Event description:
It was reported that a bd emerald¿ syringe, luer slip centric tip had a deformed tip. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: our manufacturing facility received the affected sample for investigation. Upon evaluating the product we identified the tip was bent, verifying the reported issue. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. A device history record review showed no non-conformances associated with this issue during the production of the reported batch. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact we believe that the issue occurred as a result of improper storage conditions during manufacturing. If the barrel is still hot when other product or stored above it, the barrel can become damage, resulting in the bent tip such as the one reported. Investigation conclusion: upon evaluating the product we identified the tip was bent, verifying the reported issue. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact we believe that the issue occurred as a result of improper storage conditions during manufacturing. Root cause description: result of improper storage conditions during manufacturing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd emerald¿ syringe, luer slip centric tip had a deformed tip. There was no report of exposure, serious injury, or medical intervention.